Event description:
Subsequent to the initial medwatch report, a correction to the case description has been made as follows: it was reported that on (B)(6) 2010, a semi-emergent percutaneous coronary intervention (pci) was performed on a patient with unstable angina pectoris. The lesion was in the mid/distal left circumflex (lcx) that was 99% stenosed. A 2.5x23 mm and a 3.0x15 mm xience v stent were implanted overlapping in the lesion. On (B)(6) 2010, a pci was performed to treat a chronically totally occluded lesion in the proximal lcx. It was reported that after non-abbott devices successfully crossed the lesion, and after predilatation and intravascular ultrasound (ivus) was performed, a 2.5 x 28 mm and a 3.5x18 mm xience v stent were implanted overlapping in the proximal to mid lcx. On (B)(6) 2011, nine months post implant, a 95% stenosis was noted in the lcx and upon angiography the physician noted a stent fracture in the 2.5x28 mm xience v stent and re-pci was scheduled. On (B)(6) 2011, re-pci was performed to confirm the stent fracture; however, this was not verified on cine and ivus, no fracture of the 2.5x28 mm xience v was noted. In-stent restenosis was; however, noted in the vessel, which was treated with a non-abbott cutting balloon successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, a semi-emergent percutaneous coronary intervention (pci) was performed on a patient with unstable angina pectoris. The lesion was in the mid/distal right coronary artery (rca) that was 99% stenosed. A 2.5x23 mm and a 3.0x15 mm xience v stent were implanted overlapping in the lesion. On (B)(6) 2010, a pci was performed to treat a chronically totally occluded lesion in the proximal rca. It was reported that after non-abbott devices successfully crossed the lesion, and after predilatation and intravascular ultrasound (ivus) was performed, a 2.5 x 28 mm and a 3.5x18 mm xience v stent were implanted overlapping in the proximal to mid rca. On (B)(6) 2011, (B)(6) post implant, a 95% stenosis was noted in the rca and upon angiography the physician noted a stent fracture in the 2.5x28 mm xience v stent and re-pci was scheduled. On (B)(6) 2011, re-pci was performed to confirm the stent fracture; however, this was not verified on cine and ivus, no fracture of the 2.5x28 mm xience v was noted. In-stent restenosis was; however, noted in the vessel, which was treated with a non-abbott cutting balloon successfully. No adverse patient effects were reported. No additional information was provided.